Event description:
It was reported that inappropriate high-voltage (hv) therapy was delivered by the device due to an incorrect interpretation of signal. Additionally, r wave amplitude variation and episodes of noise were observed on the device, but were unrelated to the hv therapy. No intervention has been performed at this time. The patient was stable and will continue to be monitored.